Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500ml eva tpn bag had "a line of small holes¿ near ¿the top line of the black box that¿s printed on the bag". This was noted during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Magnified visual inspection of the bag was performed and noted a tear at the top of the bag. Functional testing was performed and noted a leak from the holes at the top of the bag. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.